Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the lamp needs to be replaced. Additional information has been requested.

Manufacturer narrative:
A service request (sr) opened december 14, 2018. The customer was to call back if the sr is approved. However, the sr was closed due to no further contact from the customer. The system was manufactured on january 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).